Event description:
The manufacturer received information alleging an issue with a ventilator's display screen. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the display screen turned white. The device's lcd screen was replaced to address the issue.